Manufacturer narrative:
According to the facility on (B)(6) 2024, "the patient had their urine sample result positive after being tested with a strip from the same lot #. Due to facility policy, the patient's routine upper endoscopy and colonoscopy were cancelled. There was no serious injury and the patient is stable. The patient had regular menstrual cycles and followed up subsequently with her pcp and had a negative serum hcg test". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2024, "the patient had their urine sample result positive after being tested with a strip from the same lot #."